Manufacturer narrative:
E.1. Initial reporter facility: dell seton medical center at the university of texas. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had failed. A field service engineer inspected the back of the drawer and then replaced the individual drawer control board. All components tested well in the hardware test application. The customer verified the drawer functionality, and all tests passed with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed multiple cubies were failed in the drawer and error message displayed device was not detected on bus. The customer attempted troubleshooting by rebooting the station multiple times and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.